Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201575 were confirmed to be defective. When tested, fluid was observed leaking form the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt reported elevated blood glucose (bg) readings of 425 and 437 mg/dl as a result of using 2 leaking cartridges. The pt claimed both events occurred in (B)(6) 2011; however, did not recall the specific dates. The pt stated she began to suspect of a problem when her bg was not lowering with correction boluses and noticed she was using more insulin than usual. The pt claimed when she removed cartridge to inspect for air, she noticed that the plunger end of the cartridge was wet. The pt denied developing symptoms of nausea, vomiting, shortness of breath, chest pain, but did mention she felt like she was "going to pass out." The pt's reported bg readings and symptoms do not meet animas criteria for a serious injury. When she obtained the elevated bg readings, the pt reported that she changed out cartridge/set and treated on new site. The pt confirms her bg did come down and she did not seek medical intervention.